Event description:
It was reported that the scrub technician was adjusting the monitor and her arms were above her head. She went to put the monitor above the patient when it tilted forward, it popped out of the arm and hit her on the head. Allegedly, the technician fell and started bleeding. The technician was taken to the ER for evaluation and was treated for head injury. This occurred before surgery and another cart was used.

Manufacturer narrative:
Additional information will be provided, once investigation is completed.